Event description:
The device was returned to the service center with a report from the customer contact that the keypad is not working. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was missing and the door roller pin was broken.

Manufacturer narrative:
During testing, it was noted that the device door roller was missing and the door roller pin was broken. The customer contact's report of the keypad not working was duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.